Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited loss of capture in all vectors. The lead was successfully explanted and replaced, the patient was in good condition after the procedure. The lead was thrown away by hospital staff and would not be returned.